Event description:
Per the clinic, the patient experienced extrusion of the device through the skin subsequent to radiation. On (B)(6) 2015 the device was explanted.

Manufacturer narrative:
This report is filed february 16, 2016.